Event description:
Subsequent to the initial 30-day medwatch report, the balloon completely failed to inflate. No additional information was provided.

Manufacturer narrative:
Device codes: 1310 not labeled. Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed. The reported inflation issue and failure to deploy were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Per the rx herculink elite instructions for use (IFU), the device is intended to open lumen restrictions in the biliary tree, renal arteries, and protected peripheral arteries. The IFU violation does not appear to have contributed to the reported failure to deploy or inflation issue. The investigation was unable to determine a conclusive cause for the reported inflation issue and failure to deploy. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an infant with ductus arteriosus. The rx herculink elite stent system was placed in the desired position, but the stent failed to deploy. Another same size stent was used to complete the procedure with no consequences for the patient. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.